Event description:
Customer reported that the insulin pump had moisture damage due to a flood in her apartment. Blood glucose level was 189 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).